Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set, which was reproduced during evaluation. The symptom was confirmed through a review of the event history log. The cause was determined to be a failing upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported there was no patient involvement.